Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead was a part of an implant system which was explanted due to an infection. The device and right ventricular lead are competitor products. No adverse patient effects were associated with the explant.